Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist, section: table 3.2 impella catheter components, ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured insertion site infection with a definite relationship to the impella device used: ¿patient was admitted to ed (B)(6) 2024 for melena. He had a recent right femoral artery surgical repair of the impella placement site on (B)(6) 2024, due to continued drainage from the right groin vascular surgery placed a wound vac on (B)(6) 2024. The incisional wound vac was removed and cleaned on (B)(6) 2024 and converted to a traditional in-wound vac. Wound vac removed on (B)(6) 2024 but surgical site still had a small area of dehiscence. The patient was seen again in office on (B)(6) 2024 where the wound was essentially healed with a small area of hypergranulation at the area of prior dehiscence. Silver nitrate was applied to the femoral site where the patient had also acquired intertrigo.¿. The patient recovered with sequelae. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding with a possible relationship to the impella device used: ¿patient presented to ed on (B)(6) 2024 from primary care referral for profound anemia symptomatic with shortness of breath. At an outlying facility he was found to have profound anemia with a hemoglobin of 6.1 and referred to the hospital. In the ed his hemoglobin was found to be 6.1 with a hematocrit of 20.8. Patient was transfused with 2 units of red blood cells. A repeat hemoglobin was found to be 8.3 where patient was found to be stable and discharged on (B)(6) 2024.¿ the patient recovered with sequelae. The patient survived the explant.

Manufacturer narrative:
The investigation into infection/sepsis and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G.1 revised reporting contact email since initial manufacturer device report number 1220648-2024-22963 was submitted.